Event description:
Anaplastic large t-cell lymphoma associated with a saline-type breast implant. About 2 year history of recurrent effusion surrounding the prothesis before removal. Lymphoma cells confined to the fibrinous effusion, without measureable mass, implant capsule or soft tissue invasion, or lymphadenopathy. Prognosis is favorable. Dates of use: 2 years. Reason for use: recurrent breast abscess.